Event description:
Ventricular fibrillation event occurred at the listed monitor and no alarm was reported at the bedside or at the central station. The customer did not report the patient's present condition.